Event description:
The nurse assisting a (B)(6) male pt contacted zoll lifecor customer support to report that the pt's battery was not charging. Support reviewed the pt's download and discovered multiple battery pack faults. The pt was provided with a replacement battery.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) is currently underway. The reported problem (won't hold a charge) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack.